Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. Reportedly, the customer's pump battery depleted due to normal use and subsequently, the pump shut down. Customer was able to power the pump and delivered a correction bolus via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.